Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Per photographic evaluation: upon visual inspection of two photos, the following was observed: the first photo shows a device from top view with a green reload loaded. The jaws were noted in closed position with pushrod button in 3er detent and the closing trigger can be seen broken. The second photo shows a contour device with the closing trigger broken. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Additional information was requested, and the following was received: could you please clarify if any pieces fall into the patient? The piece that broke fell on the surgical field. If yes, were they retrieved? All broken parts have been recovered. Will all pieces be returned with the device? Yes all parts were returned. If no, were they discarded? Na. Could you please clarify how issue was addressed? We tried twice to staple the rectal stump with contur and due to the thickening and fiber in the place the stapling closure device broke. The solution found was to close the rectal stump with prolene suture and perform anastomosis with a circular stapler on the posterior wall of the rectum. Could you please clarify if there were any patient consequences? In the immediate post-surgical period, no. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Patient evolved with dehiscence of the rectal colon anastomosis on the 7th postoperative day, requiring further surgery with terminal colostomy. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? When was the staple retaining cap removed? Was this the first firing of the device or was the device reloaded? If reloaded, what is the scrub¿s experience with reloading the device? Were there any difficulties loading the device? What did they do to ensure that the cartridge was snapped in please prior to closing the device? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? Can more information be provided about staple form? What is the current status of the patient?

Event description:
Patient who underwent intestinal transit reconstruction with the rectal stump 6 cm from the anal borba with severe fibrosis due to the expected surgery. After release of the stump attempted amputation of a small segment of the rectum using the contour. It was not possible to perform the treatment of the rectum due to the break of the stapling closing lever.

Manufacturer narrative:
(B)(4). Date sent: 12/09/2020. D4: batch # u5ac98. F10/h6: health effect - clinical code = e10. Device analysis: the analysis results showed that the cs40g device was received with the closing trigger broken and in the opened position, otherwise with no apparent damage. The device was received with a reload present. The reload was returned with staples present, with the washer uncut and with the knife recessed below cartridge deck. The reload lockout was not engaged; this is correct since reload still had staples. The ledge of the lockout showed no indentations. The device was tested for functionality with the returned reload and using a screw driver as a closing lever. The device fired, cut and formed the staples as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The device lockout and the reload lockout were functional. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue and or trying to close the device with the cartridge not fully seated. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.